Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.